Event description:
The customer reported the system has an image burn on the left monitor. There was no injury to the pt.

Manufacturer narrative:
The svc rep replaced the left monitor. System is operating as intended.